Event description:
A customer reported cgm error 42, indicating a potential issue with their continuous glucose monitor. There was no reported impact to the customer¿s blood glucose level. The customer was unable to reset the pump during the call, so technical support planned to call back later to continue troubleshooting.